Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the left ventricular lead exhibited noise. No intervention was performed. The patient was fine and would continue to be monitored.